Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to noise which was oversensed. This patient was fishing in rural california at the time. This s-ICD remains in service. Other than the inappropriate shocks, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.